Event description:
Baxter reported a cap separated from the spike on a transfer set before use. There was no pt injury or medical intervention.

Manufacturer narrative:
The sample was discarded by the customer.